Event description:
Revision surgery - surgery done to repair a rupture of the biceps tenodesis and subscapularis, two months post total shoulder replacement. While repairing the damaged tissues, the foundation humeral head was replaced.